Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was feeling shocking for the past month. The patient stated it felt like it was out of place and it was shocking them in places it shouldn¿t and it is uncomfortable. The patient stated it got really bad when they started working full time again. The patient shut off the device the day before the report because it was very painful. The patient thought it was related to positional movements just when they sat but then it started happening randomly. Decreasing amplitude or turning stimulation off did not resolve the issue. The patient stated it was almost like a stabbing feeling and there was a sharp pain in the coccyx area still when the stimulation was shut off. The patient reported their symptoms of really bad retention returned since they shut the device off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.